Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing, each drawn with water and hemogard caps screwed on, and no issues were observed relating to loose cap / leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode loose cap / leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd preset¿ eclipse¿ with safety needle the green cap was loose which resulted in leakage. The following information was provided by the initial reporter. The customer stated: "the nurse collected arterial blood for patients with cholecystitis and cholelithiasis according to the normal process, tightened the green cap to the appropriate position after collection, and transferred it to the laboratory. The laboratory informed that the green cap was loose and the blood was leaking, and the patient was re-collected for arterial blood testing, causing secondary injury to the patient."